Event description:
It was reported that boston scientific technical services was contacted to evaluate the lack of intrinsic amplitude measurements from the right ventricular (rv) lead. It was stated that the right atrial (ra) lead was exhibiting high, out of range pacing impedance measurements (>3000 ohms). The physician indicated the ra lead had fractured and a revision was planned, but has not yet been performed. At this time, the system remains implanted and no adverse effects were reported.

Event description:
It was reported that boston scientific technical services was contacted to evaluate the lack of intrinsic amplitude measurements from the right ventricular (rv) lead. It was stated that the right atrial (ra) lead was exhibiting high, out of range pacing impedance measurements (>3000 ohms). The physician indicated the ra lead had fractured and a revision was planned, but has not yet been performed. At this time, the system remains implanted and no adverse effects were reported. Additional information was received that a chest x-ray was performed and confirmed a ra lead fracture. The ra lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new ra lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.